Manufacturer narrative:
(B)(4). (B)(6). The device was received and the evaluation is complete. The reported problem was verified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received functional and electrical testing with no issues noted. A visual inspection was performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 109 (night drain #9) alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was to complete therapy using a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.